Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the effluent valve housing for the orthopat machine was broken. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that the effluent valve housing for the orthopat machine was broken. No donor or operator injury or reaction was reported. Upon eval of the device the reported problem was verified and a blood spill was also found inside of the unit. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).